Event description:
It was reported that during a generator change, an insulation breach was noted on the right ventricular (rv) lead. The rv lead was repaired with a suture sleeve and lead end cap. The measurements for the rv lead pre and post-procedure were unchanged. There were no adverse health consequences, the patient was stable.